Event description:
On 6/3/1997 while placing a biphase appliance for mandibular stabilization on a titanium screw fractured in the mandibular symphysis area. After initial placement it was noted the screw shoulder was not contacting the boney cortex. During additional effort to seat the screw fully it fractured. The threaded portion of the screw was allowed to remain in the mandible and and additional screw was placed in the area without difficulty.